Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automatic mode switch. As a resolution, the ra lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received a partial lead was returned in two pieces. Visual inspection found insulation abrasion breaching the outer insulation at 42.9 cm to 43.2 cm from the partial header assembly proximal to the suture sleeve tie marks consistent with friction to device can. The cause of sensing noise was due outer coil exposure at the abrasion zone. Electrical testing and conductors shorting found were normal with no other anomalies noted.